Event description:
It was reported that the patient experienced pericardial effusion. During an atrial fibrillation pulsed field ablation (pfa) procedure, while the physician was manipulating the farawave pfa catheter, the patients blood pressure dropped. The physician checked ice imaging and moderate to large pericardial effusion was observed. The procedure was stopped and a pericardiocentesis was performed by the physician immediately. The patient is expected to fully recover. Additionally, all therapies had been delivered. The procedure had been completed except for post-map when the effusion was noted. The catheter is not expected to return as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.